Event description:
It was reported that patient underwent an elbow plate fixation procedure on (B)(6) 2014. The threads on the screw became stripped during insertion and could not be fully inserted or removed from the plate. The screw remains partially implanted.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification/expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown.